Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a patient who received super poligrip original denture adhesive cream (formulation (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip original (dental). At an unknown time after starting super poligrip original, the patient experienced neuropathy, leg pain, hand pain, tingling leg and feet, burning foot and balance disorder described as being off balance. This case was assessed as medically serious by gsk. Treatment with super poligrip original was discontinued. At the time of reporting, the events were unresolved. The manufacturer's report number for this case is 9681138-2009-00176. Super poligrip is manufactured in (B)(4). The lot number for this product is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).